Manufacturer narrative:
Additional manufacturer narrative: c1. Name (#1): cbas® heparin surface; manufacturer/compounder: w. L. Gore & associates, inc. Lot#: 20733848. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
In total five gore devices of two different types were used during the intervention. The reported dissection is related to the procedure, but it remains unknown if a gore device has caused or contributed the dissection. Therefore for each type of device one MFR report is being transmitted: gore® viabahn® vbx balloon expandable endoprosthesis: MFR report # 2017233-2020-00425. Gore viabahn® endoprosthesis: MFR report # 2017233-2020-00427. Three further gore® viabahn® vbx balloon expandable endoprostheses: lot 21422567; model bxa067902e; UDI (B)(4). Lot 21197956; model bxa065902e; UDI (B)(4). Lot 21631308; model bxa087902e; UDI (B)(4). (B)(4). The device remains implanted. Therefore it is not readily accessible for testing. A review of the manufacturing records indicated these lots met pre-release specifications. The imaging evaluation states the following: the time-point on the images, (B)(6) 2020, does not match the procedure date, (B)(6) 2020, as described in the event details. The (B)(6) 2020 images do indicate a fenestrated, non-gore device was implanted using vbx devices within visceral vessels. The (B)(6) 2020 images do not show axillary access involving wire, sheath, and device insertion. The images provided do not permit evaluation of the event description (iatrogenic dissection of the thoracic aorta). Intraprocedural dicom imaging series and dicom imaging series of the diagnose of the dissection were requested. Brand name and manufacturer of the implanted main body device and the introducer sheath used to implant the viabahn and the vbxs during the initial procedure were requested.

Event description:
On (B)(6) 2020, the patient underwent a branched endovascular aortic repair (bevar) because of a thoracoabdominal aneurysm type IV. The following branches were treated with one gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) each: celiac artery, left renal artery, right renal artery, superior mesenteric artery. A gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was used to extend the vbx device implanted in the superior mesenteric artery distally. Access was gained via a cut down to the axillary artery to implant the vbx devices and the viabahn device. The study database indicates that all devices were successfully placed and deployed as intended without abnormalities noticed. All devices were patent at the end of the procedure. Reportedly, on (B)(6) 2020, the patient presented with an iatrogen dissection type b of the descending aorta. On (B)(6) 2020, the patient underwent a reintervention to treat the dissection with a gore® tag® conformable thoracic stent graft with active control system, which was implanted distally to the left carotid artery, and a vbx device which was implanted in the left subclavian artery. It was stated, that the event was resolved without sequelae.

Manufacturer narrative:
D2: common device name was corrected. H6-code 4111: several attempts were made to receive the following information. Intraprocedural dicom imaging series, dicom imaging series of the diagnose of the dissection, brand name and manufacturer of the implanted main body device and the introducer sheath used to implant the viabahn device and the vbx devices. H6-code 213: the requested information was not provided. Without additional information, gore was unable to do further investigation of this event.